Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
As reported by the sales rep via phone, during a knee scope, the micro tornado handpiece buttons blood stop and oscillate buttons were doing the opposite function the procedure was completed with another handpiece with no delay and no patient consequence.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the device was received and evaluated at the service center. The reported complaint that the buttons of the device malfunction was confirmed. It was found that the buttons along with the motor and motor cable were defective. The defective parts were replaced, a preventive maintenance was performed and the device was tested and found to be working according to specifications. However, given the information provided, we cannot determine a definitive root cause for the defective parts of the device. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.